Event description:
It was reported that the patient had a significant fall on his left side. The device recorded several aborted episodes delivered therapy. Review of the egms revealed noise on both atrial and ventricular lead. The leads were capped.

Manufacturer narrative:
Na